Event description:
It was reported that the patient presented for an unrelated procedure, and rv lead tension was noted. The lead was explanted and replaced when after physician successfully decreased the tension, the stylet could not be removed from the lead. The procedure concluded without additional adverse events.